Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00834.

Event description:
As reported by the field, during a stent assist coil embolization to the left middle cerebral artery, an enterprise2 4mmx23mm intracranial stent (encr402312, 8129991) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31028204) could not pass through the microcatheter (mc). The stent was unable to advance or be withdrawn, then the physician removed the microcatheter and stent from patient and switched to new devices to complete the surgery. Additional information received on 09-nov-2023 indicated that the device was not torqued. There was no evidence of physical material within the device. Other devices were not used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4)the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the left middle cerebral artery, an enterprise2 4mmx23mm intracranial stent (encr402312, 8129991) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31028204) could not pass through the microcatheter (mc). The stent was unable to advance or be withdrawn, then the physician removed the microcatheter and stent from patient and switched to new devices to complete the surgery. Additional information received on 09-nov-2023 indicated that the device was not torqued. There was no evidence of physical material within the device. Other devices were not used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There were no procedural delays due to the event. A non-sterile 4mm x 23mm enterprise 2® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the delivery system remained inserted in the involved microcatheter. No damages were observed. The enterprise system was removed from the microcatheter; during the removal, the stent got detached since the introducer tube was not returned with the device. Then, microscopical inspection was performed on the detached stent. The component was noted to be completely crushed and unable to fully expand. Multiple broken conditions on the struts were noted. The delivery wire was noted to be in good condition. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. The observed damage to the stent is likely the result of the reported difficulty maneuvering the stent through the microcatheter, resulting in enough mechanical stress on the stent struts to break them. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8129991. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.